Manufacturer narrative:
The affected journey dcf femoral cutting block was returned and evaluated. A visual inspection found that the collet around the knob that positions the cutting block has fractured, leaving the device unfit for use. Burrs were also found around the cutting slots. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2016. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the cutting block cracked upon removal using slap hammer. All parts retrieved.